Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 110, 248 mg/dl. Tests were done within greater than 10 minutes with a difference of 68%. Patient did not experience any adverse events. Customer is not using control solution. No further information has been reported.